Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy. The device initially diagnosed the episode correctly as a supraventricular tachycardia, but eventually binned the episode in the ventricular fibrillation zone. Programming changes were made. Device remains implanted. No further issues have been observed.